Event description:
One touch strips not working properly. Blood did not slide down correctly. Not properly lubricated. Dates, frequency and route used: test 4 times a day. Therapy dates: 2008. Diagnosis: diabetes.